Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available. The patient effect(s) listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Estimated date of event is (B)(6) 2001. The additional prostar device referenced is filed under a separate medwatch report number. Literature title: percutaneous aaa repair: is it safe? The device location was not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article identifying 8f and 10f prostar xl closure devices that may be related to the following: failure to achieve hemostasis and suture malposition which may result in cutdowns, hemorrhage, infections, thrombosis, pseudoaneurysm, stenosis, additional intervention and manual compression. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "percutaneous aaa repair: is it safe?".